Manufacturer narrative:
Siemens filed the initial MDR 2247117-2025-00001 on 10-jan-2025. Additional information 28-feb-2025: siemens evaluated this issue and provided the following conclusion: siemens reviewed the error log that covered the date and time the discordant results were generated. The only error noted that could have contributed to discordant results was 'reagent temperature high'. Siemens was unable to identify this as the root cause due to the customer's decision to remove the instrument from service and decline troubleshooting support. The customer has decided to stop use of the immulite 2000 xpi serial number (B)(6). In section h6, the investigation findings and investigation conclusion codes were updated.

Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens remote support center to report a falsely depressed unconjugated estriol result obtained on an immulite 2000 xpi instrument. Quality control (qc) results were within range at 9:20 am and the discordant result was generated at 10:08 am. Qc was repeated at 11:39 am and the results were outside the expected ranges. Per the limitations section of the unconjugated estriol instructions for use (IFU): "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Siemens is investigating.

Event description:
The customer reported the observation of a falsely depressed unconjugated estriol result for one patient sample using kit lot 518 on an immulite 2000 xpi instrument. The erroneous result was reported to but not questioned by the physician(s). The sample was repeated on an alternate immulite 2000 xpi instrument and the repeat result, which was higher than the initial result, was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed unconjugated estriol result.